Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that the customer had a low blood glucose level of 38 mg/dl during the call. Caller also stated that the customer had large differences in sensor and blood glucose level readings. Customer treated the low blood glucose level with toast. The insulin pump was not replaced or returned for analysis.